Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with damaged housing. The investigation found that when the device was powered up it began to double beep. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
Event date - unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy® 1 pump double beeped. There were no reported adverse effects.